Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient¿s expiration cannot be conclusively determined through this investigation. No alarms or device-related issues were reported in association with the event. (B)(6) was not explanted and was not returned for evaluation. No further information regarding the event was able to be provided by the account. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU, rev. C (doc. #10006960), lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of this document states: ¿there may be risks associated with performing external chest compression, in the event of cardiac arrest, due to the location of the outflow graft conduit and the presence of ventricular apical anastomosis. Performing external chest compression may result in damage to the outflow graft conduit or the dislodgement of the left ventricular assist device inflow tract.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to cardiac arrest. The device was not explanted and will not be returned for evaluation.